Event description:
Per the clinic, the device was explanted on (b)(6) 2026 due to incorrect placement/migration of the device. The patient was reimplanted with a new Cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.